Manufacturer narrative:
Patient information was requested and the customer did not provide. (B)(4).

Event description:
The customer reported that the ventilator alarmed with no o2 available when switch to e-tank. The customer reported that the unit was in use, but there was no patient harm.